Event description:
Customer reportedly obtained results of 227 mg/dl and 76 mg/dl on the active system within 10 minutes. Customer ate in response to results. No adverse event reported. Requested return of suspect system and replacement was sent.